Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was cut. The ligator head was returned with all bands attached, some of them were moved out of their original positions. It was possible to observed that the handle presented marks of the trip wire being secured and the slack was taken up correctly. Microscopic examination was performed, and it was found that the ligator head teeth were bent. The trip wire cut was inspected under magnification revealing that a mechanical tool was used to perform the cut and this may be related to some technique applied by the user to detach the device from the endoscope. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device, the technique applied during the procedure, and/or tortuous anatomy that caused the ligator head teeth to bend. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment failure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the band would not deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the band would not deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event.